Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on may 12, 2018. Customer¿s blood glucose was unknown at the time of incident and 408 mg/dl was the current blood glucose level. Customer stated that blood glucose value when admitted to hospital 441 mg/dl and customer was wearing the pump at time of hospitalization. Customer also reported that did not allege pump was under delivering. The customer was treated with manual injection and insulin pump. Troubleshooting performed for high blood glucose level. The insulin pump will not be returned for analysis.